Event description:
Allegedly the patient was revised due to pain and a broken femoral stem or shaft. (Left). Additional information received from (B)(4) (11/07/2017) with wright medical legal to indicate this was a fracture of a cobalt chrome neck instead of a stem as originally thought.

Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to pain and a broken femoral stem or shaft. (Left).